Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was address by manula insulin injection. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned